Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation and was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status is stable. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal to the distal end of the proximal markerband. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation and was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status is stable.